Event description:
It was reported that the patient implanted with this tachy lead had developed infection. Attempt to obtain additional information was unsuccessful. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the product explant date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this tachy lead had developed infection. Attempt to obtain additional information was unsuccessful. As of this time, this lead remains in service. No additional adverse patient effects were reported.